Manufacturer narrative:
The access accutni+3 reagent was not returned for evaluation. A sample from the patient was sent to beckman coulter (bec) for additional testing. Internal functional testing of the patient's sample demonstrated the cause of the reproducibly elevated access accutni+3 results is a patient source interferent likely related to heterophile antibodies. Heterophile antibody interference is listed in the access accutni+3 instructions for use (IFU) limitations section. Customers are instructed to carefully evaluate the results of patients suspected of having these antibodies.

Event description:
The customer reported obtaining a reproducibly elevated troponin I (access accutni+3) results on the laboratory's unicel dxi 800 access immunoassay system (serial number (B)(4)) for a (B)(6) old female. On (B)(6) 2016, an initial and repeated access accutni+3 results of approximately 30 ng/ml were generated for the emergency room (ER) patient and were reported outside of the laboratory. The patient was admitted to the cardiac unit where a cardiac catheter procedure and a heart biopsy was performed. There was no report of injury to the patient resulting from these procedures. The customer reported the patient's sample was tested using two other methodologies, (B)(6) and (B)(6) architect. The reproducibly elevated access accutni+3 results were discordant with the low results generated on the (B)(6) and the (B)(6) architect. The result generated for the (B)(6) was <0.01 ng/ml and was within the normal reference of <0.01 ng/ml for (B)(6). The (B)(6) architect generated a result of <0.01 ng/ml and was within the normal reference range of 0.000-0.010 ng/ml for (B)(6) architect. Access accutni+3 calibration and quality controls (qcs) were performing within published specifications. The sample was collected in a gold gelled (B)(6) serum separator tube (sst) that was centrifuged in a swinging bucket at <5000 revolutions per minute (rpm) for greater than five (5) minutes.